Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote fc balloon catheter and a stopcock. The balloon was loosely folded. There was contrast in the balloon and lumen. The tip, balloon, markerbands, hypotube and proximal weld were microscopically inspected. Inspection revealed a kink in the hypotube, 61cm from the strain relief and damage to the tip of the device. Functional testing was done by attaching an inflation device filled with water to the hub of the returned device, and inflating to rated burst pressure (rbp). The balloon held pressure for 5 minutes without losing pressure and without leaking. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, after several inflations, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, after several inflations, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.